Manufacturer narrative:
(B)(4). Unit passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in pump history (variableinfo = 3) due to broken trace on u1 keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.